Event description:
Arthritis [arthritis]. Stiffness (left knee) [joint stiffness]. Pain (left knee) [arthralgia]. Swelling (left knee) [joint swelling]. Knee effusion (left knee) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6) , with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2011, the pt initiated synvisc injection of 2 ml, in left knee. The lot number of synvisc was not provided. On (B)(6) 2011, she received the second injection of synvisc. On (B)(6) 2011, the third dose was administered. On (B)(6) 2011, the pt experienced arthritis and pain (left knee). On (B)(6) 2011, the pt visited the clinic and 55 cc of yellow transparent joint fluid was aspirated. On the same day, corticosteroids and local anesthesia injections were administered. On (B)(6) 2011, the pt experienced stiffness (left knee) and swelling (left knee). The action taken with synvisc treatment was not provided. The outcome for the events of arthritis, stiffness (left knee), pain (left knee), knee effusion (left knee) and swelling (left knee) was not provided. Concomitant medications were not provided. The intensity for the events of arthritis, stiffness (left knee), pain (left knee), knee effusion (left knee) and swelling (left knee) was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as possible. The relationships between synvisc and the events of stiffness (left knee), pain (left knee), knee effusion (left knee) and swelling (left knee) were not provided by the reporting physician.

Manufacturer narrative:
Additional information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.